Event description:
Laser machine failed to operate properly. When foot pedal was initiated it worked well and suddenly stopped working. Procedure terminated with arrangements for follow up wave lithotripsy. Biomedical engineering assessment of problem: laser failed to function during case. Contracted equipment owner/operator identified problem as the foot switch cable.recommendation: connector on the footswitch cable (where it connects to the laser) was damaged. Biomed had done a safety inspection of the laser prior to the case, but the damaged connector was not seen. It is the vendor's responsibility to check the functionality of their equipment prior to a case.